Manufacturer narrative:
Product not returned.

Event description:
Patient received a fihr 25mm (standard disk) implant in (B)(6) 2016 to correct an inguinal hernia. No pain was reported by the patient during post-op follow up at 33 days post-op, the patient complained of lower abdominal pain that occurred from the left to right when moving laterally.